Event description:
During testing at the user facility, the device touchscreen was found to be out of calibration. The device was in the biomedical department with a note "touchscreen." There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
A field svc engineer performed testing and investigation at the user facility. During testing the device did not pass the touchscreen test. This was due to the device touchscreen being out of calibration. As indicated, this device is part of prod recall. This report represents all the information known by the reporter upon query by hospira personnel.